Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: d8; d9; g3, h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image was due to "either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up/inspection for use, the bronchovideoscope experienced no image. There were no reports of patient involvement.